Event description:
Customer called a high reading of 303 mg/dl when compared to a valid laboratory comparison of 134 mg/dl. When the alleged results were plotted onto a clark error grid, they fell into the "c" zone which is considered clinically significant. There was no report of death or serious injury or medical intervention.